Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a pr logic detection. The analyst noted that the pr logic withheld for at/af episodes for over 2 hours inappropriately. The at/af evidence counter eventually was lost and detection occurred.

Event description:
It was reported that the patient presented to the hospital syncopal and received a shock from the device at the hospital. It was noted that the patient had been in ventricular tachycardia (vt) two hours before the device delivered a shock. It was further determined that the pr logic had incorrectly classified the rhythm as just atrial fibrillation (af) when it should have been a dual tachycardia, thus withholding therapy. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.